Event description:
According to the reporter: the patient underwent a laparoscopic low anterior resection procedure. The circular stapler was being used for the anastomosis. There were no issues experienced with the stapler during the procedure. The anvil could be tilted after firing. There was post operative bleeding. The blood loss was less than 500 cc. In order to resolve the issue, the patient had post operative care and draining blood. The current status of the patient is fine.